Manufacturer narrative:
Additional information received: it was reported that the delivery system appeared normal when inspected prior to use in the patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: etlw1613c156ee, serial/lot #: (B)(4), ubd: 30-sep-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was implanted in the endovascular treatment of  a 41mm right common iliac artery  aneurysm.  It was reported that during the index procedure, the bifurcate was introduced via the left femoral artery without resistance. A angiography was performed  to visualize the renal artery's. While deploying the stent graft it was noticed that the supra-renal stent opened spontaneously without touching the small back-end wheel. After opening the contralateral limb the physician  checked with an angiography whether the stent graft was situated below the renal artery's. The contralateral  limb was introduced with a wire and the ipsilateral limb was then opened.  The physician  tried to close the tip-cap mechanism with the small back end blue wheel, and it was then noted that the tapered tip was not attached to the inner nitinol tube and was completely separated from the delivery system. The physician realized this to be a  a serious issue and that the stiff wire was the only connection with the tapered tip. The delivery system was retrieved outside the patient and replaced by a sentrant 18 fr sheath sensh1828w. The physician then removed the tapered tip with a snare device and used a 7mm non mdt balloon to align the tapered tip with the 18fr sheath and removed the  tapered tip , with snare, balloon, wire and sheath outside the patient. After this the physician  completed the procedure by introducing both iliac and contralateral limbs . The physician then  post dilated the whole stent graft with ab46 balloon and did a "kissing-balloon"  with 2 reliant balloons at the level of the flow divider because a narrow contralateral  lumen. Final angiogram was made and showed a perfect result.  After the procedure the patient woke up in the recovery room and showed a right paralysis/hemiparesisa stroke.. A emergency CT showed no apparent reason. Procedure is clinically diagnosed as per the physician the cause of the detachment was a device failure. It was said the nosecone was not attached/welded to the inner nitinol tube no additional clinical sequelae were provided and the patient will be monitored.